Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided in a supplemental report.

Event description:
It was reported, "pt reported audible noises from the hip. The surgeon revised to metal on poly articulation."